Event description:
It was reported the patient experienced pain and jolting sensation at the scs ipg site regardless of stimulation. The patient stated pain became more consistent after experiencing a fall. X-rays were requested and surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient's scs ipg was explanted and replaced. It was also reported a sjm representative was unable to determine before surgery if the ipg was inoperable as patient was afraid to turn on the ipg because of shocking.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient is receiving effective stimulation postoperatively and the pain at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.